Event description:
It was report that during production, the cadd cassette, leaking was noted. After the cassette has been filled with the preparation and the clamp has been pressed onto the tubing and the operator disconnects the coupling. Leakage may start immediately or after a few seconds from the tubing outlet. There was no patient involvement.

Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.